Event description:
The account alleged the head section does not raise intermittently when weight is applied to the head section. He stated if a (B) (6) patent is in the bed ((B) (6)), the head section has difficulty rising up. He has tested the bed with (B) (6) at the extreme head end of the bed, and the head section did not rise.

Manufacturer narrative:
Repairs have not been completed.